Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-09032, related manufacturer reference number: 2017865-2021-09033. The system was explanted for unspecified reasons. No further information is available.